Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page:. I too still have stiffness, I still cannot walk down stairs properly, but I do go to the gym and work out, specifically to strengthen my knee 5 days a week. Fb comment received, 01-mar-2024: I am still stiff, but I can now walk without a limp.